Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend normally. The lead was not used and a new lead was implanted. The procedure ended safely and the patient was in stable condition.